Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 8 atm. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon dilatation catheter was returned with blood visible in the balloon and in the inflation lumen. There was contrast visible on the balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon at rated burst pressure (rbp) when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon, 1 cm proximal to the balloon distal marker. There were scratches on the balloon near the pinhole. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.